Event description:
Patient called in 2002 alleging that their one touch profile meter was reading inaccurately low. Patient was dizzy and sweaty. Patient's meter read 78 mg/dl. When the patient arrived at the hospital, their blood glucose was 243 mg/dl on the hcp meter. The two tests are done 30 minutes. Unknown if customer was treated at the ER. Unable to contact the customer to obtain more information. Sending letter.